Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. Review of the device diagnostic history noted a vent inop occurrence due to an exhalation motor error. The manufacturers service technician was unable to duplicate the reported problem. The service technician replaced the exhalation motor controller pcb board and exhalation valve as a precaution to address the reported problem. Performance verification testing was completed and passed to operating specifications.